Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to he was leaking again. All the components were removed and replaced with a new aus system. The patient went from 4.5 cuff to 4.0 cuff. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient reported urinary incontinence. The physician assumed there was urethral atrophy and reduced the cuff size. No leak was found and no product issue was found or identified. No more information is available.